Event description:
During an meniscal repair procedure it was reported that the t2 implant fell out of the inserter needle after the surgeon successfully deployed t1. While moving the inserter medially to the next insertion site, the t2 was protruding off the inserter. It seemed as though t2 was floating on top of the inserter after t1 was deployed. T2 was still attached to the suture. The surgeon was able to remove the implant from the meniscus and was confident that all debris was removed from the joint. The surgeon chose to finish the procedure with an alternate device.

Manufacturer narrative:
Evaluation was not possible, as the device will not be returned (B)(4). A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture (B)(4). No further investigation is necessary at this time. (B)(4).